Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia with lows occurring most days over approximately two weeks, including nocturnal and postprandial episodes, with a documented minimum blood glucose of 46 mg/dl and duration under 70 mg/dl of about 20 minutes; the user treated with oral carbohydrate (juice), received device alerts for low and urgent low, and did not require medical intervention or assistance. Symptoms included low blood glucose. Outcomes included temporary impairment requiring self-treatment without healthcare utilization. Investigation included review of device reports, user coaching on meal announcements and factors such as possible compression lows related to sleeping on the sensor, and referral to training for further evaluation including consideration of a factory reset. Investigation of this case revealed the cause of hypoglycemia was unclear, with contributing factors potentially including meal announcement practices and sensor compression while sleeping; device functionality issues were not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.